Event description:
I have severe angina. Doctor started me on ranolazine ER 1000mg bid,1st week in (B)(6). At the end of 3rd week noticed rigidity in muscles specially face and had speech slurring pronunciation difficulty. Last week in august noticed tremor in my right hand thumb and index finger (pill rolling movement) noticed shuffling gait and problem swallowing. I fell in the bedroom and broke the tv stand. Reported to doctor and stopped ranolazine. The symptoms immediately disappeared. Did literature search nobody has reported such side effect.